Event description:
The pt was connected to an sc7000 with hemomed pod, three invasive pressures were being monitored (pa, cvp, and art). After the pt had received treatment by a physiotherapist, the staff noticed that all three pressure were lower than they had been (pa=19/9, cvp=1, art=50/30). The pt was treated with adrenaline with no effect. The hemomed pod was replaced and there was an immediate change in the pressure values displayed. The pt was in fact, extremely hypertensive. The pt appears to have suffered no ill effects as a result of this incident.